Event description:
It was reported that patient experienced diaphragmatic stimulation. The lead exhibited unacceptable thresholds and was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.